Manufacturer narrative:
(B) (4)

Event description:
Procedure: lap cholecystectomy. According to the report: a part of outer shaft was torn and fell into cavity. The piece was retrieved. Used another device. There was no bleeding reported, no tissue damage reported, and the case was not delayed a significant amount of time.